Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient's care taker was changed. It was unknown if the patient was hospitalized for the peritonitis event. On an unknown date, the patient was treated with injection of reflin 1 gram (frequency, route and duration were unknown) and injection of amikacin 250 mg (frequency, route and duration were unknown) for peritonitis. The action taken with dianeal therapies was unknown. At the time of this report the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.